Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated one time their battery went dead. The patient coded blue. They couldn¿t walk or function. They thought it happened because they had their settings too high. The issue had already been resolved.